Event description:
It was reported that the pt had problems with recharging. The pt typically had gotten 8 bars during recharge, but now was unable to get any bars. The hcp planned to take x-rays to check for a device flip. No results were reported. Surgery confirmed that the recharging problems were caused by a flipped device inside the pocket.

Manufacturer narrative:
.